Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, no image, image disappeared when angulated was observed. The service repair technician indicated that the most likely cause of the no image, image disappeared when angulated was due to electrical component failure. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. B3: date of event is unknown. Additional information will be provided once available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.